Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that the procedure was to treat the iliac artery with moderate calcification. During inflation, the 7x40 mm armada percutaneous transluminal angioplasty (pta) catheter ruptured at 12 atmospheres. When attempting to remove the device through the introducer sheath, the balloon broke inside the artery and it could not be removed. Open surgery was performed and the balloon was removed. The patient was hospitalized. There were no other adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The reported break was not confirmed; however, a balloon separation was noted during return analysis, which is likely what the account perceived as the reported break. The reported entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported balloon rupture, break, entrapment of device, surgical intervention and hospitalization appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and ruptured during inflation additionally, the ruptured balloon material became stuck with the introducer sheath and subsequently the balloon broke/separated. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.